Manufacturer narrative:
Device passed self test. Device alarmed pump error 38 during rewind due to corroded motor home switch. No pump error 130 noted. Unable to perform rewind, seating, basic occlusion test, occlusion test, force sensor test or displacement test due to motor anomaly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the customer received with an insulin pump error. The insulin pump able to rewind, however insulin pump did not successfully completed the displacement verification table test. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.